Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose, and bolus was not delivered or it was suspended and they did not understand why. The customer expressed dissatisfaction with the insulin pump. The customer also did not understand why there was a stuck button alarm in the history. Troubleshooting for the stuck button alarm was performed. The customer stated that they pressed a button down for three minutes or longer, but also stated that they were able to clear the alarm. The buttons were working and responding. The customer was advised to monitor insulin pump and to call to call if the problem persisted. The customer was explained why there was bolus not delivered in the alarms history. The insulin pump will not be returned for analysis.